Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing

Event description:
A report was received that the patients ipg had an increase in charging difficulty and had connection issues with the remote control. It was also noted that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.